Event description:
During investigation of a customer complaint on another issue, cms noted that focus did not calculate isodoses correctly for pt heterogeneities with relative electron densities in excess of 1.737 (bone-the most naturally dense in the body). A treatment plan for a pt with a metal prosthesis would not be correct since the relative electron density for the heterogeneity would be assigned that for bone, the highest available in focus.